Manufacturer narrative:
Visual inspection during the investigation, a deformation was detected on the catheter. Permeability test a permeability test has shown that all components have a blockag. Computer controlled test not necessary / possible. Results based on our investigation results, we can determined that the shunt system is not permeable. The deformation visible on the catheter is the cause of the malfunction. The deformation was caused by incorrect positioning in the blister pack. Furthermore, we can prove that after separating the components, the gav 2.0 and the reservoir are permeable. The investigation of the return shipment is complete with the creation of this report. We will create a credit note.

Event description:
It was reported that a gav 2.0 shunt system (#fx153a) was blocked preoperatively. No patient was involved. The product in question was sent to the manufacturer for examination.